Event description:
It was reported that before a procedure, a nurse found that the tyvek was damaged during the devices preparation. It was unknown when it was damaged. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). This field complaint was reported july 11, 2012. The affected packaging batch, (B)(4), was produced (B)(4) 2012 on ats packaging work center. During visual analysis of the package, it was confirmed that there is a hole in the lidstock that occurred over the package form. The defect was observed under magnification and it was observed that the lidstock fibers were bunched around the tear. From the magnified image, it was possible to see the direction of the damage was from the outside of the package in and the perimeter of the tear was jagged. The package also had scrapes and gouges along the edges of the blister flange. The package was received with no sales unit carton. Reference attached photos for images of the defect. Batch history records. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.